Event description:
It was reported that on an unknown date in 2022, during a tibial nail advanced insertion via parapatellar, the strike cap was malleted upon while inserting the nail. While inserting the nail, the fracture was malreduced so the backslap was attached and the nail was removed. While reinserting the nail after blocking screws, the hammer guide spring collet pulled out during insertion and the strike cap/hammer guide became disassembled. The depth gauge was bent and the graphic case handle was broken as well. It is unknown if the surgery was successfully completed. No patient consequences were reported. This report is for a driving cap. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: event occurred on an unknown date in 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.